Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning on an unknown date there was an over discharge. The patient was not receiving pain relief and the right lead showed an impedance value greater than 10,000 ohms. The patient reports no falls or traumas. The patient hasn't used their stimulator in several years. The rep performed a power on reset (por) and an impedance check. The healthcare professional (hcp) took x-rays of the battery and leads but the rep does not know the results. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.